Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition

Event description:
Major pump unit(s) involved: blood pump; additional text: puncture in outflow graft from disconnected bend relief; specific component(s) involved: outflow graft malfunction/malposition; additional text: bend relief disconnected eroded hole into outflow graft; other component: causative or contributing factor: no specific contributing cause identified; other cause: intervention(s): other interventions, specify; other intervention: suture repair of hole in outflow graft, re-attachment of bend relief to pump; implant device type: lvad; malfunction device type:.